Event description:
Pt had near sightedness in the right eye corrected but the blade which was supposed to cut normally at 160 microns cut deeper (187 microns). This led to the cornea becoming too thin causing the cornea to bulge out into a cone. Eventually lost vision in the right eye 4 years later. Had a cornea transplant in 2004.